Event description:
The central monitor which displays patient rhythms and vital signs from bedside monitors simply stopped working.======================manufacturer response for central station monitor, ics (per site reporter).======================draeger is going to evaluate the failure and send report to us.